Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported knot advancement issue could not be determined. Factors that may contribute to a knot advancement issue include, but not limited to, rail suture tensioned without distal advancement with the knot pusher or non-rail suture is tensioned/advanced. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch reports.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using three proglide devices after a peripheral angiogram procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with the first proglide device. A second proglide device was attempted to be used; however, the plunger popped out when the lever was lifted in step 1. The suture of a third proglide device was successfully deployed but the knot was unable to be advanced completely to achieve hemostasis. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.